Event description:
Caller (nurse) alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Analysis of customer's data revealed that one out of seven inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot info was provided. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.